Event description:
A report was received that a pt who had been implanted with malar implants developed an infection on the left side approximately 2 months post operatively. Pt was treated with oral keflex. Symptoms partially resolved, however, the left side device was explanted 14 weeks post operatively. No culture was obtained, and no specific organism was identified.

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history record review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving this sterile lot. Product labeling addresses the possibility of infection.